Event description:
It was reported that, one day after implant, the patient complained of pain and discomfort. The right ventricular (rv) lead had no capture on integrated bipolar (ib) and true bipolar (tb). The tb r-wave measurement dropped to a low level. It was discovered that the lead moved and the pacing amplitude was higher. A revision was performed to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 boston scientific competitor lead, implanted: (B)(6) 2015. (B)(4).